Event description:
It was reported by service report that the head end will not move up or down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stuck micro switch in lift motor.